Event description:
An infection was reported. The patient was placed on antibiotics and the entire system was explanted. The patient outcome was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).